Manufacturer narrative:
(B)(4).

Event description:
Procedure: kidney/adrenal gland. According to the reporter: after the specimen was retrieved into the bag, a doctor found the distal part of bag was torn though no problem in operations was confirmed to complete the case and no broken piece of bag fell into the cavity. No patient harm. The patient current status: good. Operating time not extended. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity.

Manufacturer narrative:
(B)(4).